Manufacturer narrative:
G4:26jan2021. B4:23feb2021. H11:g5:k102985. H10: the customer confirmed the reported failure. The customer replaced the flow sensor to resolve the issue. The unit was tested, and it was returned to service. Further investigation of the complaint led to the finding that the issue reported by the customer was found during testing. "The average standard liters per minute (slpm) failed reading minus 239 when it should be 0". Any issues found during testing will always be detected before use on a patient. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06jan2021.

Event description:
The customer reported the average standard liters per minute (slpm) failed reading minus 239 when it should be 0. The unit was not in use, and there was no patient or user harm reported.